Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an "undetermined malfunction" was confirmed by baxter service personnel as an f-6 alarm. The assignable cause of the alarm was determined to be a low main battery. The main battery was replaced to correct this condition. Should additional relevant information be received a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with an "undetermined malfunction." It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.